Event description:
A technician reported that a patient presented with trace diffuse lamellar keratitis (dlk) in the right eye, one day following bilateral lasik surgery. Topical medications were started to treat the event which was resolved a week later. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).